Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a blood glucose level of 578 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump was squirting insulin after priming the device. The customer reported issues with no delivery alarms but eh customer was assisted with troubleshooting and the issue was resolved with a set change. The customer did not return the product back for analysis.